Event description:
It was reported that when using the bd pyxis¿ es server, single patient was not crossing over. Customer reported that a patient was incorrectly displaying a discharged status due to a reverse discharge time lapse issue.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that reverse discharge not functioning as expected. The technical support specialist (tss) dialed into the server and verified that the patient was showing as discharged on the es server. The reverse discharge timeframe was reviewed and found to be set to 120 hours. Tss informed the customer that the reverse discharge request may have exceeded the configured timeframe and that assistance from the admission team may be required to readmit the patient. The system functioned as intended after the technical support specialist (tss) accessed the device.